Event description:
During oral surgery drill was getting hot. Dr. Stopped using the handpiece. Finished the case using a mallet and bone file. No pt or user injury. Sending in two bur guards to be evaluated with the drill.